Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was poor barrier separation seen in an unspecified number of tubes. This failure has been attributed to the sample being taken after the patients have received a radiographic contrast medium. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was poor barrier separation seen in an unspecified number of tubes. This failure has been attributed to the sample being taken after the patients have received a radiographic contrast medium. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issue was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.